Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. During the procedure, the right ventricular (rv) lead was tangled with the right atrial (ra) lead and it was difficult to explant. The physician elected to cap the rv lead on (B)(6) 2022. There were no patient consequences.